Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a connection issue. The hp was asking to end therapy and start over with new supplies. The hp accidentally disconnected the supply line and had a lot of air bubbles in the line. There was no alarm. The technical service representative (tsr) assisted the hp to end therapy. The hp would start over with new supplies. Global product surveillance contacted the peritoneal dialysis nurse (pdrn) on (B)(4) 2012. The hp did contact the pdrn about the connection issue. The pdrn stated that the hp did not get the connection tight enough and that was what caused the problem. The pdrn stated that the hp discarded all the supplies and started over with new supplies. The pdrn stated that there was no medical issues or injuries related to the reported problem. The pdrn stated that the hp was continuing with therapy and doing fine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a connection issue during the initial drain stage, where the peritoneal dialysis registered nurse stated that the home patient did not get the connection tight enough and that was what caused the problem. This complaint is confirmed because not properly securing connections will cause a connection issue. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was use error - incomplete connection.

Manufacturer narrative:
(B)(4). Correction: the as reported problem is : air in tubing (no alarm). This complaint for a report of a air in tubing (without alarm) was confirmed. The cause was determined to be use error-not properly securing connections may cause air to enter the tubing. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.